Event description:
It was reported to philips that the mpdu control board failure caused x-ray unavailability on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mpdu control board and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).